Event description:
It was reported that the pt had an infection near the catheter pathway. The symptoms of infection were fever, redness, drainage, and incisional wound opening. The primary location of the infection was the lumbar region. The pt did not have meningitis. A culture was obtained from the lumbar region, but the results were not reported. The pt was treated with IV antibiotics and the infection resolved. The pt's pump contained lioresal. Add'l info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
.